Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during a follow-up visit one week post procedure, an infection was found. The site was cleaned and antibiotics were given. There were no other reported patient sequelae. Though requested, no additional information was provided.